Manufacturer narrative:
A1-3: unk d1-4: unk h4: unk manufacturer narrative: iritis is an inflammatory condition which is common after intra-ocular surgery, however this is usually mild and does not require any additional interventions beyond the standard post-op regimen. In some cases, the degree of inflammation may be more severe and require extended steroid treatment. Procedural factors including excessive surgical manipulation and the use of pro-inflammatory substances in the eye may have contributed to the event. Mechanical insult to the iris can result in a prolonged or stronger inflammatory response. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Pupillary block, cataract, corneal endothelial cell loss, and secondary surgical intervention to remove/replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)

Event description:
In the article, "a multicenter retrospective survey of refractive surgery in 78,248 eyes," the authors evaluated current practices, trends, and outcomes of refractive surgery in japan. It was reported that, "of the 1,155 eyes implanted with a phakic iol, phakic iol exchange was require din 12 eyes (1.0%), largely due to incorrect initial sizing of the phakic iol." Within these events: asymptomatic cataract formation, pupillary block, significant endothelial cell loss, and iritis were reported as complications. No specific individual patient information was reported or provided. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.